Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced six infusion sets tube leaking events between (B)(6) 2024. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-35996. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6006461 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6006461 were previously tested in 2055868 on 06/dec/2024. Visual test according to with work instruction (wi) ver.41, 4a02025 ver.18 test on returned reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to with wi ver.10 test on returned reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to with wi ver.25 test on returned reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6006461 was manufactured according to the wi version 112 in the line 8, on 05/apr/2024, with a total of (B)(4) units. Gluing of tubing the lot 4c05043 was manufactured according to the wi version 62 in the gluing of tubing in the machine sc04, on 01/apr/2024, with a total of (B)(4) units. The lot 4c05019 was manufactured according to the wi version 62 in the gluing of tubing in the machine sc09, on 28/mar/2024, with a total of (B)(4) units. The lot 4c05034 was manufactured according to the wi version 62 in the gluing of tubing in the machine sc09, on 04/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 23/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6006461 and no other complaint has been registered in database for the same lot 6006461 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.